Event description:
The manufacturer received information alleging a ventilator's control button response was inadequate. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the right navigation button was found to respond intermittently. The device's front panel/keypad led pca was replaced to address the issue. The front panel/keypad led pca was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the intermittent button response was found to be due to a leaky ferrite.